Manufacturer narrative:
19-sep-2017 product investigation results: reporter returned product on 25-aug-2017. Product confirmed to be counterfeit.

Event description:
Brush part becomes loose and/or falls off and have found a short silver pin in skin and mouth [device breakage]. Product counterfeit [product counterfeit]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 09-aug-2017 that he/she had recently been having trouble with the oral-b sensitive or precision clean brushheads. The consumer described that the brush part became really loose and/or fell off and he/she had found a short silver pin in his/her sink and in his/her mouth. The consumer had only been using his/her current brush for less than two weeks and it happened again. The consumer had been using oral-b electric toothbrushes for close to 30 years and had never had a complaint with any aspect of oral-b. No symptoms were reported. Relevant history: medical history - gum surgery, teeth replacement i.e. Crowns. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned product on 25-aug-2017. Product investigation is in progress.

Event description:
Brush part becomes loose and/or falls off and have found a short silver pin in skin and mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 09-aug-2017 that he/she had recently been having trouble with the oral-b sensitive or precision clean brushheads. The consumer described that the brush part became really loose and/or fell off and he/she had found a short silver pin in his/her sink and in his/her mouth. The consumer had only been using his/her current brush for less than two weeks and it happened again. The consumer had been using oral-b electric toothbrushes for close to 30 years and had never had a complaint with any aspect of oral-b. No symptoms were reported. Relevant history: medical history - gum surgery, teeth replacement i.e. Crowns. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.